Manufacturer narrative:
The complaint for malposition valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation revealed that at least 3 consecutive anchors were pinned (septal leaflet) and leaflet capture could not be confirmed on the anterior leaflet. Available information suggests that procedural factors (confirmed lack of leaflet capture on 3 consecutive anchors, no confirmation of leaflet capture on anterior leaflet, delivery system very deep within ventricle, suboptimal position and trajectory) as well as imaging factors (sub-optimal imaging quality, device shadowing) contributed to this event. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported on post-operative day (pod) 2, the patient is experiencing valve rocking. After internal imaging review, the device is noted to have embolized into the ventricle with major device instability. On pod 10, the evoque valve was explanted and a competitor valve implanted. The patient was placed on ECMO after the procedure and on pod 17 expired due to comorbidities and post-op complications.